Event description:
It was reported that during the first deployment attempt of a transcatheter valve, at the point of no return (ponr), moderate aortic regurgitation occurred and imaging was performed which revealed an infold. The valve was recaptured and redeployed; however, the infold did not resolve. Subsequently, a post-balloon aortic valvuloplasty (bav) was performed and a second medtronic transcatheter valve was implanted. Additional information was received to correct the previous narrative: the first valve was recaptured into the dcs and the system was withdrawn from the patient. A pre-implant balloon dilation was performed with a 20mm non-medtronic (zmed) balloon prior to the implant of the second valve. The valve was implanted within the native annulus. It was noted, the patient's anatomy included a bicuspid native valve and severe calcification.

Manufacturer narrative:
Additional information was received and showed there is no information to reasonably suggest the device in this report may have caused or contributed to a death or serious injury. However, a reportable malfunction did occur: moderate regurgitation and infold of the valve frame. Updated data: b1. Prod prob b5. A second paragraph was added. H1. Type of reportable event h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012685667); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the first deployment attempt of a transcatheter valve, at the point of no return (ponr), moderate aortic regurgitation occurred and imaging was performed which revealed an infold. The valve was recaptured and redeployed; however, the infold did not resolve. Subsequently, a post-balloon aortic valvuloplasty (bav) was performed and a second medtronic transcatheter valve was implanted.